Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation and scar on their right side from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel..